Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. The aneurysm and vessel morphology is unknown. There were no issues with the device at the time of implant. It was reported the patient had a routine follow up CT and there was a distal type I endoleak on the ipsilateral side. The iliac artery has dilated and there was moderate tortuosity due to disease progression. The patient will be treated in the next few weeks. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression; iliac artery dilatation and tortuosity). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; iliac artery dilatation and tortuosity).